Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis experienced right sided deflation post procedure. As a result,patient underwent bilateral replacements as follow: left replaced with, cat #: 3501645, lot #: 5616085, and right replaced with was cat #: 3501645, lot #: 5616085 on (B)(6) 2005.

Manufacturer narrative:
On (B)(6) 2020 the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).